Event description:
Ift with coating damage, leaky. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
The ift replaced. If additional information becomes available, a supplemental report will be filed with the new information.